Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported left side "implant was infected, so patient no longer wanted implants." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b2, b5, h6.

Event description:
It has been proven that the event of infection did not occur. This record is no longer reportable to the FDA and will be un-reported.